Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer did not reset the pump within the last 24 hours, so technical support provided instructions to reset it. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if any malfunction codes appear again.